Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that no pre-dilatation was performed. During the procedure the shaft of the stent delivery system broke. The separated portion was removed in the guide catheter. A new promus was used successfully. There were no pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.